Event description:
The reason for call was that the caller reports that they are seeing a message that the internal device has lost all data / "internal device has lost all data". Event date: (B)(6) 2023: implanted with ilp. Event date: (B)(6) 2023 approx.: implanted with ipg system, infection. Event date: (B)(6) 2023: replacement with (B)(6) micra. The patient had a boston scientific icm and brady device prior to the micra. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).